Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3: estimated date d4: the UDI # is not known as the part and lot number were not provided

Event description:
It was reported in a general comment that during deployment of the esprit btk scaffold, the patient moved during a crucial moment and the scaffold migrated. A short scaffold was placed in between two other scaffolds in order to bridge the gap. There were no reported adverse patient effects. No additional information was provided.